Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure malpositioned"), uterine perforation ("perforation (uterus)"), ileostomy ("other injuries: ileostomy") and cyst ("surgery (other): removal of cysts attached to colon and ovaries") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced cyst (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced post procedural infection ("surgical infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, ileostomy (seriousness criterion medically significant), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy (full);bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, ileostomy, cyst, back pain, post procedural infection, migraine, headache, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, cyst, device dislocation, fatigue, headache, ileostomy, migraine, post procedural infection, uterine perforation and weight increased to be related to essure. The reporter commented: surgery (other): removal of cysts attached to colon and ovaries/ileostomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs+mr received: new events: migraine, headache, fatigue, weight increased, abdominal pain lower, post procedural infection, reporter, product stop date, concomitant disease, patient demographic information were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure malpositioned") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and back pain ("back pain"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2016). At the time of the report, the device dislocation and back pain outcome was unknown. The reporter considered back pain and device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.